Event description:
A customer reported an incident of fibers coming off the gowns. The fibers were noticed in the eye of a patient postoperatively from a cataract surgery. The patient was then scheduled for a second surgery to remove all of the fibers.

Manufacturer narrative:
The date received by MFR provided in the previous medical device report was incorrect. The correct date was 10/08/2015. (B)(4).

Manufacturer narrative:
The root cause of the customer's complaint is not known; a sample was not returned for investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The custom pak lot specific to this event is not known; therefore, lot history and device history review reviews are not possible. It was determined that the root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).